Manufacturer narrative:
All efforts to obtain additional information have been unsuccessful. In absence of any further information, our investigation is complete. Should new information be obtained at a later date, this event will be reopened and updated.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Arrangements are currently being made for further review of data and obtainment of the device model and serial number. No reported adverse patient effects.